Event description:
It is reported that when the surgeons opened the box to implant articular surface, the box was empty. Surgery finished with another implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.